Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 26oct2020 and an investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation was observed to be intact. No other visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.670 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed. The lot # 25152235 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated/broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws separated/broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.